Event description:
Customer reported potential false negative troponin I (tni) result with the triage cardiac test vs. Lab analyzer. The customer ran one sample once using the triage test and received a negative tni result. The customer sent the sample to the lab and they received a positive result on the lab analyzer. The patient was admitted to the hospital with chest pain. No other patient information was available, no sample is available.

Manufacturer narrative:
Investigation pending.